Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were no insulin drops seen exiting the infusion set tubing during the fill tubing process. The customer changed all supplies to resolve the issue. There was no known impact to the customer's blood glucose level.